Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a meal while using the ilet, with continuous glucose monitor (cgm) readings peaking near 398 mg/dl and later dropping to hypoglycemia, with a lowest reported cgm reading of ¿low¿ and then 41 mg/dl before recovering to 84 mg/dl; troubleshooting of the pump and infusion set showed a dry, intact site, correct tubing connection, and successful priming, and the user treated with oral glucose. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included transient symptomatic hypoglycemia that was treated without hospitalization. Investigation included guided troubleshooting of insulin delivery and infusion setup and user education on meal announcements and glucose monitoring. Investigation of this case revealed no device or component malfunction and indicated user-related missed meal announcement as the precipitating factor for the glycemic excursion, with device functionality confirmed by appropriate priming and site assessment. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.